Event description:
It was reported that the customer was hospitalized for low blood glucose levels. The blood glucose reading was 31mg/dl. She stated that he was given shots at the hospital to treat his low blood glucose. He stated that he was in a coma and had fallen asleep at home while using insulin. He stated that he went to sleep while attached to the insulin pump and was asleep for 6 days due to a thyroid episode. He was without food or water during those 6 days. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.